Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be separated from the delivery catheter. The device was retrieved, and a new leadless pacemaker was implanted. The patient was recovering.